Event description:
Customer reported unexpected negative reactions during antibody screening. Three pt samples were negative for antibody screen during pretransfusion testing but anti-e was identified in all three posttransfusion samples. All three pts were transfused with e negative red blood cells. One posttransfusion sample was 1+ and the other two were +w for the e antigen. One posttransfusion sample was also weakly positive for anti-jka but its presence had to be confirmed using solid phase testing; reactivity was too weak for identification using the tube method.

Manufacturer narrative:
The complaint was received after the product expired, and the customer did not return samples for investigation. The presence of the e antigen and jka antigen were confirmed through lot release records. It is possible the complaint was due to the nature of the samples. Add'l lot number 23066.